Event description:
Subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft on (B)(6) 2013. The pt was re-admitted to the hospital after presenting with ischemia of the left leg. An angiogram showed a nearly complete occlusion of the left iliac limb graft near the bifurcation of the aortic body graft. A re-intervention was completed on (B)(6) 2013, to place bilateral kissing balloon expandable stents at the proximal aspect of both iliac limb grafts, in addition to using a non-complaint balloon in the left iliac limb to fully open the lumen. The pt was doing well after the re-intervention and was discharged the following day without sequelae.